Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment, hospitalization, patient outcome and action taken with pd therapy were not reported.  No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported the cause of the peritonitis was unknown. The patient was treated with vancomycin injection (1gm, stopped), meropenem injection (1gm, stopped) and amikacin injection (15mg, stopped) for peritonitis event. The patient was recovered from the event and pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.